Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly and no button error alarm during our testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window noted during our visual inspection.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 245 mg/dl. She sat on her insulin pump. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.